Event description:
A malfunction was reported on the pump, observed by the caller, with no notable events leading up to it. The impact on the customer's blood glucose level was unknown. Customer technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to reach out again if any malfunction code appeared.